Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump act button needs more pressure to activate. Customer stated insulin pump had lost all insulin settings, date and time settings and battery was not out for longer than 5 minutes, plastic pieces pop off the reservoir sometimes when they changes, rewind was slower than in the past, priming was a lot harder and takes a lot longer, pump had shot out insulin during priming a couple of times. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.